Manufacturer narrative:
According to the information received from the field the recipient started to suffer from headaches, myalgia and otitic meningitis on (B)(6) 2019, eleven years after ci implantation. Cochlear implants themselves increase the risk of bacterial meningitis especially during the first 2 months after implantation (lorry g. Rubin, cochlear implants in children, pediatrics 2010;vol 126, number 2). Moreover, factors independent of cochlear implantation may place children with hearing loss at increased risk of bacterial meningitis. Further, reportedly the vaccination schedule was not completed for this recipient. Therefore, the delayed onset after 11 years suggests that several contributing factors could lead at the end to the observed meningitis and the cochlear implant itself was not a major contributing factor. In addition, a review of the device_s sterilization records shows that the device has been subjected to a valid sterilization process. Currently the device remains implanted and in use.

Event description:
The user suffers from otitic meningitis on the right side. It is considered to remove of the device within hours. As per new information received, the user started having headaches and myalgia on (B)(6) 2019. The user is intubated now, and underwent urgent cerebellar decompression due to infarction. As per information received on february 18, 2019, the user remains very ill in the hospital. He has severe brain and spinal cord injury from his infection and the swelling that occurred as a result. He has a tracheostomy now and will likely be going to rehabilitation for an extended stay. The user has had injury to brain and spinal chord and is in a locked-in syndrome. User is recovering from aspiration pneumonia and cannot cough or have gag reflex. Before the incident the user communicated is via speech and sign language and had age appropriate motor skills and speech therapy. Currently, he wears both ci devices and glasses and communicates with eye contact and assistive devices.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffers from otitic meningitis on the right side. It is considered to remove of the device within hours. The user started having headaches and myalgia on (B)(6) 2019. The user is intubated now, and underwent urgent cerebellar decompression due to infarction.